Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg was returned. No further information has been obtained despite good faith efforts.